Event description:
Caller reported that pump was displaying fill tubing screen, which they did not know how they entered. There was no adverse impact to customer's blood glucose level. Technical support explained how to access the screen and apologized, but the customer remained upset, eventually disconnecting the call without further resolution.